Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions for storage mode, return of problematic pump within 10 days, and setup of pump settings and continuous glucose monitor on replacement pump.